Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacer dependent patient was symptomatic due to pacing inhibition of oversensing on the right ventricular (rv) lead. The rv lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The pace/sense portion of the lead was capped leaving the high voltage coils in use. A new pace/sense lead was implanted. No further patient complications have been reported as a result of this event.